Event description:
It was reported that the patient mentioned a "severed cord from a fall." This was interpreted as catheter damage until follow-up can confirm the exact meaning. The patient's pump was intended to infuse dilaudid. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter; product ID neu _unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient never had any pain relief, and dealt with it by sleeping after taking "xanax by the tons." Since 2000, the patient's body snapped when he moved and felt like a knife jabbed him in the spinal cord. It was noted that between 1960 and 2002 the patient's back was rebuilt with nuts and bolts. In 2000, the patient came out of the spine institute with dilaudid after he was complaining they were giving him the generic hydromorphone. It was noted the patient could not take generic drugs because he could not tolerate it. It was reported the patient had been this way since 1985 when he had a crushed leg. In 1960, they learned the patient could not tolerate generic medications. It was noted the patient died once on the operating table in 1960, had a stroke in 2000 and was "wired together with his sciatic and chewing gum" in 2000. It was noted the patient went from a wheel chair to a pair of crutches with the pump therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 14-jul-2016 from a healthcare professional (hcp) and it was reported that they were no longer treating the patient. The patient was last seen on (B)(6) 2014. At that visit, the patient did not relate these specific symptoms. The hcp had not heard of these symptoms until asked about them. The cause of the symptoms was unknown; however, this hcp did not think they were related to the patient's pump or catheter.